Manufacturer narrative:
(B)(4). The referenced ventilator pump was received for further evaluation. The pump was found to have damaged linear bearings which would cause the pump to lock. The reported event was confirmed.

Event description:
It was reported that a ventilator's pump locked up. There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer service engineer (cse) inspected the device and confirmed the reported event. The ventilator's pump was replaced to resolve the issue. The device was then found to operate per manufacturer specifications.